Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio has made multiple attempts to contact the customer for further information regarding their device but has been unsuccessful. The device has not been returned to physio-control. It is likely that the user did not press the lead select button to switch to the active lead when the defibrillation therapy electrodes were attached to the patient, which would result in the reported issue. However, the cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was not reading an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The customer advised that when the nurse connected defibrillation therapy electrodes to a patient which were connected to their device through the defibrillation therapy cable assembly, there was no ECG displayed. Another nurse attached ECG leads to the patient and connected the patient ECG cable to their device, and then the patient¿s ECG rhythm was displayed. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that their device was not reading an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The customer advised that when the nurse connected defibrillation therapy electrodes to a patient which were connected to their device through the defibrillation therapy cable assembly, there was no ECG displayed. Another nurse attached ECG leads to the patient and connected the patient ECG cable to their device, and then the patient¿s ECG rhythm was displayed. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control was later made aware by the customer that the reported issue was due to use error. The device user did not switch the monitor from default lead ii to the paddles lead. The hospital biomedical engineer informed the device user of the error.